Manufacturer narrative:
Complaint statement (B)(4): the customer did not allege a product malfunction/deficiency and acknowledged that they were not using a safety device during blood collection. Therefore, the event is not caused a device malfunction.

Event description:
Customer advised of a needle stick. After a blood draw the medical assistant was pricked by the needle when disposing of it. There was no malfunction of the device, the medical assistant did not have tube holder with safety. The practice manager requested that quest provide an alternative blood collection set that include a safety device so that they may avoid further incidents and so that their employees feel safe in the workplace. The medical assistant had blood drawn and will follow up with a second blood draw in 6 weeks. Gbo product specialist and product specialist manager met virtually with practice manager and phlebotomist who experienced needle stick. The phlebotomist indicated that the office did not receive quickshield safety tube holder (450230) with their product delivery, and had been using the needle without a safety shield since (B)(6) 2021. They were able to remedy that situation once they discovered they were missing the correct holder. The product specialist was able to demonstrate proper use of both devices and they were confident that they could use gbo devices safely going forward.